Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had an issue with getting his blood glucose transmitted over to the insulin pump from his new meter. Customer stated that his blood glucose was in the 400's mg/dl. Customer checked his blood glucose after setting up his meter and stated that it did transmit. Customer stated that his blood glucose has been high since last night. Customer stated that he was confident that his blood glucose will come down within a few hours.